Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, ran handpiece, got noisy and locked up in 5 seconds after running. Got hot and smoked rolled out of turbine in chuck system. Took handpiece apart and found cap bearing failure on turbine. Also cap damage from coming in contact with rotor. Debris and rust built up on turbine.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.